Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional two proglide devices referenced are filed under separate medwatch reports. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the first proglide plunger was removed. Two additional proglide devices were used and suture breaks occurred. The sutures of two proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 14f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.